Event description:
It was reported that the pump battery would not charge despite the caller trying different wall adapters, cables, and outlets. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.